Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited r wave undersensing during arrhythmia. Dft was performed and it was found that a maximum shock failed to rescue the patient due to undersensing. The lead was explanted and replaced. No further information was available.